Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of approximately 24 months, oversensing with inappropriate therapies on the rv channel was reported. The lead was explanted and the ICD replaced by an s-ICD.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Over the course of the analysis, multiple abrasion marks were noted. 47 cm distal to the is-1 connector pin, the insulation was found rubbed through. This damage can be considered as the root cause of the oversensing with shock delivery reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information or diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue or a nearby lead, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.